Event description:
It was reported that during an unknown laparoscopic procedure, the device did not function properly from the 1st firing and an unformed clip fell off the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, the advancer bypassed the clip causing one pear shape clip; the remaining clips were properly fed and formed. No dropping or ejecting clips issues were noted during analysis. The device lockout as intended however the orange indicator did not show up; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.